Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sample port disconnected; as a result, it was alleged that the patient experienced infections. It was later reported that a dualcap intended for vascular access IV lines was placed on top of the sample port. It was later reported that the patient experienced a urinary tract infection, and as a result, the patient was allegedly given antibiotics for treatment.

Manufacturer narrative:
No physical sample was returned for evaluation; however, a photo was received. The reported issue was confirmed as cause unknown. Per the visual inspection of the pictures received, it was found that the threaded cap (B)(4) and blue stem (B)(4) had detached from the sample port. It was also noticed that the area that expands by ultrasound to seal the cap with the blue stem onto the sample port body was complete and it was also observed evidence of being sealed by the ultrasonic machine. It was observed that the threaded cap was broken above the sonic seal area. The broken area in the threaded cap was irregular. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfections or surface deterioration is observed, do not use; bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 2b); occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site; swab surface of bard ez-lok sampling port with antiseptic wipe (fig. 2); using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3); slowly aspirate urine sample into syringe and remove syringe from sample port; unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sample port disconnected; as a result, it was alleged that the patient experienced infections. It was later reported that a dualcap intended for vascular access IV lines was placed on top of the sample port.

Manufacturer narrative:
Received 1 used sample port with the connector tubing and syringe still attached. The sample was visual evaluated and found that the threaded cap and blue stem had detached from the sample port. The blue stem luer or sample port grommet was returned with the sample. It was noticed that the area that expands by ultrasound, to seal the cap with the blue stem onto the sample port body, was complete and the sample had evidence of sealing by the ultrasonic machine. It was observed that the threaded cap was broken above the sonic seal. The broken area in the threaded cap was irregular. The reported event was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. - occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. - swab surface of bard ez-lock sampling port with antiseptic wipe. - using aseptic technique position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. - slowly aspirate urine sample into syringe and remove syringe from sample port." (B)(4). Correction = manufacturer site. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sample port disconnected; as a result, it was alleged that the patient experienced infections. It was later reported that a dualcap intended for vascular access IV lines was placed on top of the sample port. It was later reported that the patient experienced a urinary tract infection, and as a result, the patient was allegedly given antibiotics for treatment.

Manufacturer narrative:
No physical sample was returned for evaluation; however, a photo was received. The reported issue was confirmed as cause unknown. Per the visual inspection of the pictures received, it was found that the threaded cap and blue stem had detached from the sample port. It was also noticed that the area that expands by ultrasound, to seal the cap with the blue stem onto the sample port body, was complete. Evidence of being sealed by the ultrasonic machine was also observed. It was observed that the threaded cap was broken above the sonic seal area. The broken area in the threaded cap was irregular. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfections or surface deterioration is observed, do not use. - bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 2b). - occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. - swab surface of bard ez-lok sampling port with antiseptic wipe (fig. 2). - using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3). - slowly aspirate urine sample into syringe and remove syringe from sample port. - unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample only.

Event description:
It was reported that the sample port disconnected; as a result, it was alleged that the patient experienced infections. It was later reported that a dualcap intended for vascular access IV lines was placed on top of the sample port. It was later reported that the patient experienced a urinary tract infection, and as a result, the patient was allegedly given antibiotics for treatment.